Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak had occurred under their unicel dxl 600 access immunoassay system. Customer states that the leak was near the waste containers but they were not overflowing. The leak was cleaned up, and there was no injury or exposure to the leaked fluid. No patient results were generated in connection to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse determined the leak originated from a piece of peri pump tubing that had developed a hole. The fse replaced the peri pump tubing and verified the leak was no longer occurring after the tubing was replaced. Hardware is the root cause of this event. (B)(4).